Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device did not work properly. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the thread saw coupling was stripped and defective. It was noted that the tension screw was torn out, and therefore, oscillation and performance could not be measured. It was also noted that the device failed pre-repair diagnostic tests for function of the saw blade coupling, oscillation frequency, and saw performance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.